Event description:
It was reported that on (B)(6), 2011 the patient underwent a catheter replacement 'in order to place the catheter in a higher position'. No patient symptoms or adverse events were reported. Patient outcome was not provided. The drug used in the pump was gabalon (baclofen).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8711, serial# (B)(4), product type catheter. (B)(4).